Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath was selected for use. Following the transseptal puncture (tsp) and advancement of the sheath into the left atrium (la), visible air was observed within the sheath shaft and flushing line during aspiration. Multiple aspirations were performed using 20 ml syringes; however, visible air persisted in both the shaft and the flushing line. No air was observed in the patient. The sheath was replaced, and the procedure was successfully completed with another device. No patient complications occurred, and the patient recovered fully.